Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
As reported, during use of the truclip, it was noted that the blue rubber grip pads fell out of the truclip. There was not sufficient grip when the truclip was positioned on the infusion stand and it was not possible to maintain continuous zero position. After repositioning the truclip, it was noted that the cvp (central venous pressure) and cap (central arterial pressure) values were around 10mmhg lower than anticipated. The exact values displayed are unknown. No alarm was displayed on the monitor. The patient was not treated and no medical decisions were made based on the inaccurate values as the issue was immediately detected. There is no allegation of patient injury.

Manufacturer narrative:
Two photos of the units were reviewed. One of the blue grip pads was missing in one photo. And all four blue grip pads were missing in the other photo. A review of the manufacturing records indicated that the product met specification at the time of release. An engineering evaluation was performed. The IFU was assessed to identify if it contains appropriate information to ensure proper use of the truclip. The IFU contains the following information related to use and maintenance of the truclip: clean the surface of the truclip before and after each use by wiping with 70% isopropyl alcohol or 5% bleach. Check truclip for usability after cleaning and before each use. Truclip must be mounted securely to ensure clinical stability, to prevent injury to the patient or the user, and to avoid damage to the truclip. It was determined that grip detachment could be caused by failure to follow the IFU instructions for cleaning the truclip. If the blue grip pad is too porous, this can allow cleaning agents and other substances to penetrate and swell, causing detachment of the blue grip pads. Investigation found that the customer in slovenia did not properly follow IFU instructions during the cleaning process of the product. The customer specified that truclips were cleaned using 0.25% incidin pro. Because the IFU contains appropriate instructions for cleaning, precautions and warnings, and because the customer did not follow the IFU instructions properly, it can be concluded that this could be a potential cause of this failure mode. The customer was advised regarding proper cleaning methods for the truclip device. No additional actions under this complaint are deemed necessary.